Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support due to elevated blood glucose levels and indicated that insulin had not been delivered for several hours. A restart was performed, after which an occlusion alert was identified. The patient was advised to change supplies and reported using a steel infusion set. The recommendation to change all supplies simultaneously was communicated, including that supplies are tested and approved for two-day use. As insulin remained available in the cartridge, the patient proceeded with changing the infusion set only. The patient was guided through the steps to rewind the device, remove the cartridge, discard the old infusion set and connector, reinstall the existing cartridge, attach and secure a new connector with new tubing and infusion set, complete the tubing fill, apply the new infusion set, and fill the cannula. The patient confirmed that insulin therapy had resumed, although blood glucose levels remained elevated at the time of the call. Follow-up information was obtained, and subsequent review of reported data indicated that blood glucose levels had regulated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.